Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient experienced ineffective stimulation on the lead located at t12 due to high impedances. As a result, surgical intervention may be pending to address the issue.

Event description:
Device 1 of 2; reference MFR. Report#: 1627487-2019-03142. Additional information received advised the patient underwent surgical intervention on (B)(6) 2019. During which, the drg t12 was found to have been pulled out of the ipg header. As a result, the lead was plugged back into the ipg and an additional drg lead was implanted. Effective therapy was restored post procedure.